Event description:
Reportedly, in the procedure to lad#6-#9 and lcx #11-#12 lesions, firstly the subject guidewire was used in lad to #9 for protection purpose to other guidewire, stent was deployed to jail #9, subject guidewire was pulled back and re-advanced to #9 through the strut of the deployed stent, kbt was performed for flow recovery. Then the guidewire was advanced to lcx #12 lesion, however some irregularity was noticed under the cine monitor. When physician removed out the guidewire, it was found that the distal end of guidewire is broken off and the coil was stretched. Procedure was completed with other guidewire. Reportedly, removal of the broken fragment of this guidewire was not performed at physician's discretion. The fragment is kept left in the anatomy and pt. Has released with no adverse event.

Manufacturer narrative:
Investigation of returned proximal section of the guidewire revealed core wire breakage at 7mm from distal end due to pull-apart force, coil wire stretch over the core wire and breakage at 35mm from distal end of product including the twist wire, or inside structure of the coil section. Lot history review revealed no anomaly relating with the reported event. With the provided information and the outcomes of investigation, it is presumed that guidewire distal end was caught at the stent strut when it was used in #9, and broken off during the procedure to #9 due to excessive pulling force given to the tip, the breakage was only noticed when it was re-advanced to lcx.